Manufacturer narrative:
Philips analyzed the extra x-ray dose on the (B)(6) 2017: based on the event log file information and the assumption that the first 40 fluoro and exposure runs, used in preparation of the first dsa (digital subtraction angiography) run where the image artifacts became visible, could be avoided the extra x-ray dose received by the patient is about 200 mgy. The image artifacts are clearly not human tissue related and will not influence the diagnostic of the images. Visible inspection of the artifacts reveal that these originate from the video-circuits. After the field service engineer replaced the mediawall the artifacts are gone. The issue was related to a mediawall with an intermittent hardware failure, this failure is not logged in the log files. The mediawall was disposed of at the customer site after it was replaced. Therefore no further analysis is possible. The mediawall is a part of the video circuit. It has been designed to combine video input from the host pc, image procesing pc and external video (other digital visual interface-dvi- sources) into one output image for the flexvision screen. Up to 8 video outputs can be connected to the media wall. Since replacement rates do not show exceptional replacement, 4,58 % in the past 12 months, therefore we take no further action in this matter.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that during a femoral angiography, the display of the system had artifacts, according the customer this caused an overexposure of the patient. The patient received a total radiation dose of 2.5 gy.